Manufacturer narrative:
Product evaluation: the product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician reported that a very small lint-like foreign material (blueish, less than 1 mm in length) was confirmed in a patient's eye during the irrigation and aspiration (ia ) portion of an intraocular lens (iol) implant procedure. They attempted to aspirate with ia, but could not remove it. It was therefore removed with anterior capsule forceps. The surgery was completed without product replacement. The foreign material is not available because it was discarded.